Manufacturer narrative:
Distributor reported the additional information: the pump history was reviewed, and the pump was found to have announced the low power alerts and alarms as intended. System check was performed and pump battery was functioning as intended. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.